Manufacturer narrative:
Updated: h3, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Section g2 was corrected to align with the information in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the jaws of the forceps were partly missing, the return spring at the handle was deformed, and some rust and collision marks were observed. However, the definitive root cause of the missing forceps jaws, deformed return spring, rust, and collision marks could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that during a hysteroscopy, the jaws of the grasping forceps were missing (fell outside the patient¿s body). The user finished the case with the same device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.